Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from april 02, 2019 - april 03, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of a leak from the top of the device; the device contained no fluid inside the bladder. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked "from the top". The device had been filled with 2.8g vancomycin in 0.9% sodium chloride. It was stated that he patient would have had skin contact as the device was connected to them. There was no patient injury or medical intervention associated with this event. No additional information is available.